Manufacturer narrative:
This device has been returned and is in the process of device analysis.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was admitted to the hospital with having possible syncope. Additionally, the field representative was not able to interrogate the implanted device after trying two different programmers. Subsequently, this ICD was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was admitted to the hospital with having possible syncope. Additionally, the field representative was not able to interrogate the implanted device after trying two different programmers. Subsequently, this ICD was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.